Event description:
Patient reported "that found out about the recall when researching the prosthesis, because feels breast pain and stabbing pain" "the patient had to have a puncture to remove a fluid called a seroma" "the patient went to research to find out if the prosthesis could cause this and learned about the recall, which made them even more worried." "The patient reported that feels terrified of the possibility of developing cancer, the patient mentioned that feels as if is a ticking time bomb, which is why is asking for information about changing prostheses." This is for the left side. The device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "the patient had to have a puncture to remove a fluid called a seroma".